Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and was unable to reproduce/verify the reported event. The carefusion field service representative ran the device through the user verification tests & operational verification procedure per the service manual to ensure that the device meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A carefusion field service representative reported that while at the user facility he found this device tagged: ¿(B)(6) 2015. Remote alarms not working - tried multiple cables/connections. The patient was removed from the device and placed on another device. There was no report of harm to the patient. The user facility provided the following additional information regarding the reported event: detailed description of the event: ¿unsure. Believe volume loss.¿